Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer said that when she went in bed her sensor is reading 74 however when she checked it with her meter it was around 600 mg/dl. The customer was reporting sensor issue as well. It was unknown if the customer was using auto mode or not. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.